Event description:
The user facility reported that a fitting came off of the hose adapter causing the hose to disconnect from the system 1e water supply line resulting in water leakage. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
The user facility plumber repaired the disconnected hose by reattaching and securing the hose to the barb adapter with a clamp. A steris service technician went on-site and found the connection was tight and secure. The unit has remained in service. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).